Event description:
During a check out procedure, a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the issue was confirmed. The device's system board was replaced to address the issue.

Event description:
During a check out procedure, a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the issue was confirmed. The device's system board was replaced to address the issue.